Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts when priming. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the pump rejects new battery and unresponsive buttons. The customer also state that clock needs to be reprogramed once in while and does not rewind and rewind takes longer and sometimes does not rewind at all. The insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomalies, failed battery test alarm, failed battery test alarm, rewind, audio/vibrate anomalies and back light anomalies due to unresponsive button. No frozen screen noted during test and time clock advances properly. The motor was tested outside of the device and passed. (B)(4).